Manufacturer narrative:
There was no allegation or indication that the device, its accessories, or its software malfunctioned.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient experienced bleeding. The targeted lesion was 1.1 cm in size and located in the left lower lobe away from pleura with reasonable distance. A cryobiopsy was being performed and at the end of the 8th biopsy when the patient experienced excessive bleeding. The patient was not on any anticoagulants or antiplatelet agents and there were no labs on the day of the procedure but normal from prior and no bleeding disorders. Per the physician, one of the pulmonary artery vessels was in close proximity to the nodule and one of the passes while biopsy has caused the bleeding. The ion system did not contribute to the bleeding, and the procedure was successfully completed. No details on what intervention was done to control the bleeding was provided. The patient was discharged home the same day with no bleeding recurrence and is back to normal. The biopsy was diagnostic for non-small cell lung cancer.